Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (500 mcg/ml at 50 mcg/day) via an implanted pump. The patient¿s medical history was lumbar failed back surgery syndrome, degenerative disc disease, and chronic low back pain. The indication for pump use was failed back surgery syndrome, spinal pain, and non-malignant pain. It was reported that the patient was recently seen in the clinic on (B)(6) 2024 to discuss prophylactic pump replacement due to eri (elective replacement indicate) being less than 11 months. In preparation for the surgery, a routine catheter access study was done on (B)(6) 2024 to assess the patency of the intrathecal catheter and there was no return of cerebral spinal fluid (csf), confirming that the catheter was obstructed. Plain film x-rays of the thoracic spine completed on (B)(6) 2024 demonstrated that the intrathecal catheter tip was at the t6/7 interspace. The environmental, external, or patient factor that may have led or contributed to the is sue was noted to be that the catheter was 20 years old as it had been implanted since 2004. The patient was taken to the or (operating room) today for planned pump replacement and catheter revision. The physician first opened the existing pump pocket and dissected down to the pump and proximal/pump segment of the catheter. The old pump was disconnected, and the physician noted that there was no csf dripping from the catheter. Given the age of the catheter, the physician opted to go ahead and replace it entirely with a newer model catheter that was placed at the t9 level. The old catheter was tied off and abandoned within the pump pocket. The new catheter was tunneled to the existing pump pocket and connected to the new pump. Catheter aspiration was done with positive return of csf before and after placing the pump back into the existing pump pocket. The incisions were irrigated and closed. The cause of the catheter obstruction was not determined. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial/lot # (B)(6), implanted: (B)(6) 2004, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 10-mar-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.